Manufacturer narrative:
Isi received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the customer reported complaint that the instrument stopped moving after the staple and cut process. The instrument was found to have a shifting failure based on log review. The shifting failure occurred after the last firing sequence. The root cause was not determinable. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument clamped, fired, and unclamped without any issues. Additional observations not related to the customer reported complaint were also found. This instrument¿s grip tips were not moving intuitively, i.e., they were not following the mtm input commands smoothly. The jaw was able to close but unable to open. The root cause of this failure is attributed to a component failure. After opening the housing, the instrument was found to have a derailed grip cable on the clamping pulley. As a result, the instrument will not move intuitively. The root cause of this failure is attributed to a component failure. After opening the housing, the instrument was found to have a loose grip cable. The root cause of this failure is attributed to a component failure. The instrument was found to have an engagement failure based on log review. The root cause is not determinable. A review of the device logs for the stapler 45 instrument (part# 470298-14 / lot/serial# t101903040089) associated with this event has been performed. Per this review of the logs, the stapler 45 instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 40 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: it was alleged that the stapler 45 instrument failed to unclamp when commanded by the user or system. At this time, it is unknown what caused the unclamp issue to occur. The instrument was able to be removed from tissue by using the instrument release key (irk). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the stapler 45 instrument stopped moving after the staple and cut process, and the system prompted them to use the instrument release kit (irk). The customer followed the irk protocol perfectly and removed the instrument from the patient safely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noted. The surgeon experienced this issue while cutting the stomach. It was noted that the blue reload was being used. The instrument was in use for about 1 to 2 hours. The system prompted the customer to use the irk to unclamp the instrument. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was never used. The patient's tissue was not calcified and it was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue bunching or tension. The customer used the irk to resolve the issue. There was no injury to the patient.